Event description:
The patient reported that the stimulator was on adaptive stimulation and was continuing to increase. This was occurring daily. A fall was noted to be possibly related. No recent medical test or emi were related. Stimulation was stated to be increasing on its own. The patient was on program a for upright stimulation set at 1. When sitting, it was too strong and she decreased stimulation to 0.75. When standing, 0.75 was way too much. She had to decrease to 0 and it was still too strong. When walking, she had to increase stimulation to get the right amount of stimulation into the back and while walking, stimulation would still show as upright. This had occurred about a month prior in (B)(6) 2016. The patient was redirected to her healthcare provider (hcp). Indications for use were non-malignant pain and multiple back operations.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.